Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The unit rebooted and airflow resumed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was unable to be confirmed. Multiple error codes were found in the ventilator's downloaded error log. The device's main board was replaced to resolve the issue. Additionally, a life related smell was confirmed so the outlet flow path, right side assembly, ui panel, top enclosure, and keypad were replaced. The blower was replaced for periodic maintenance as well as the a40 silver inlet foam fit. Overall check, cleaning, and functional testing was performed.